Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The problem was noted during infusion however it is unknown how long the device was in use for when the problem was noted. The customer confirmed that it was the burette chamber that cracked when it was squeezed.

Event description:
The facility's purchasing coordinator reported to baxter (B)(4) that a clearlink non-dehp buretrol solution set had cracked on both sides of the tube and caved in when it was squeezed to fill. It is unknown when this event occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. Visual inspection revealed a crack condition in the burette chamber. The reported condition was confirmed. The root cause was not determined. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.